Event description:
Caller reported a continuous glucose monitor error. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the caller successfully started their sensor session without further errors.